Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited t-wave over-sensing leading to false atrial fibrillation and was under-sensing true r-waves. The patient presented to the office where the device was reprogrammed. No further information was reported.